Event description:
Additional information was received that provocative testing and additional reprogramming was performed. Furthermore, noise was observed on the device. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
During a remote follow-up, episodes of undersensing were observed on the device. Technical support was contacted and the device was reprogrammed. However, additional episodes of undersensing were observed after the reprogramming. No further intervention has been performed at this time. The patient was stable.